Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the device was reviewed by bioengineering and a report was received stating it was unlikely that a manufacturing defect was present root cause attributed to the device being worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that at the rod portion of the neck of the colail broach #15 (p/n l20415) was broken or deformed when the surgeon used the calcar reamer small during the surgery on (B)(6) 2019, so the surgeon could not insert the neck trial. The surgeon attempted explanting the broach however the broach handle was not able to attach, so the surgeon forcibly struck the broach handle in and connected and explanted the broach. The surgeon did a trial test with the broach #14 and confirmed there was no problem by the x-ray, implanted the stem #15. The surgery was completed within a 30 minutes delay and there was no adverse consequence to the patient. No further information is available.